Manufacturer narrative:
Based on the current information provided, the cause of the reported bleeding and subsequent complications is reported to be related to patient conditions/medical history, however, specifics regarding the exact nature of the complications and how they could have been associated with the procedure remains unclear. As of the date of this report, the instrument has not been received for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (afa) and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: a non-approved robotic harvest rectus abdominis muscle flap procedure was allegedly performed on a da vinci system by a non-approved plastic surgeon. It was alleged that the plastic surgeon got on the da vinci surgeon side console (ssc) to perform the rectus abdominis harvest case and that¿s when the patient experienced bleeding and the procedure converted to open surgery.

Event description:
It was reported that after a da vinci-assisted abdominoperineal resection (apr) procedure there was excessive patient bleeding and the surgeon had to convert to open surgery. On 25-nov-2020 intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical sales representative (csr), who spoke directly with the surgeon, regarding the reported event: the surgeon performed an abdominoperineal resection. The procedure was successfully completed robotically with no patient injury. The procedure successfully completed robotically with no patient injury. The da vinci system was undocked successfully. There were no reported system errors and there were no issues or intra-operative complications during the da vinci procedure. It was reported that the system did not do anything unexpected, there was no unexpected system or instrument movement, and all instruments and system functionality worked as intended. The system was then re-docked thereafter to perform a non-approved robotic v-ram flap, or harvest rectus abdominis muscle flap procedure, at which time the patient experienced bleeding and the procedure was converted to open surgery. On 30-nov-2020 isi obtained the following additional information from the surgeon involved in this reported event: during an ¿apr [abdominoperineal resection (apr)] on a 400 pound adult female, there was unexpected muscle tissue bleeding while a plastic surgeon was on the console [surgeon side console (ssc)] of a da vinci system while performing the ¿v-ram flap, or harvest rectus abdominis muscle flap, or otherwise known as vertical rectus abdominis musculocutaneous (vram) flap¿ portion of a procedure. The procedure converted to open surgery to control the estimated 100 cc of blood loss with forceps and cautery; no sutures or other medical intervention was required. No blood transfusion was administered. The open procedure completed without further complication and no reported injury. The patient was reported as, ¿recovering as expected¿ and there have been no reports of post-operative complications. The surgeon confirmed that the bleeding occurred during the procedure as the plastic surgeon was on the console doing the ¿vram flap. The surgeon also confirmed that both the apr and the vram portions of the case were performed simultaneously. The surgeon said that she knew that the apr portion of the procedure was an approved da vinci procedure and that the vram portion of the procedure was not an approved da vinci procedure but that she was trying to complete it all without incisions. The surgeon attributed the cause of the event as being due to ¿the patient¿s overall condition and being 400 lbs.¿